Event description:
Customer reported the system stays in fluoro/digital spot mode and can not be changed & saved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the cal files. System operates as intended.